Event description:
It was reported to medtronic neurosurgery that the patient had a medulloblastoma in the cerebellum with hydrocephalus. According to the report, after having performed an MRI, the surgeon checked the strata ii valve and found the reading to be blinking between 1.5 and 2.0. The report stated that an attempt to change the pressure level to a steady 2.0 was unsuccessful. Reportedly, the valve was not explanted as the patient did not show any adverse symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.